Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement. Device problem code: a0202 - defective component.

Event description:
Defective piston seal. One of our 50 ml syringes was faulty. The black piston seal was deformed, preventing the syringe from being used. Incident occured before use. Picture available in attachments.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one photo was provided to our quality team for investigation. The product was visually inspected and the stopper was verified to be incorrectly assembled to the plunger rod. A device history review was performed for lot 2306793, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. A camera system is used in the assembly machine to detect missing or improperly assembled stoppers. While we could not identify a direct issue, it was determined this incident occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly, the camera system did not properly detect the issue therefore the sample was not discarded. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Defective piston seal. One of our 50 ml syringes was faulty. The black piston seal was deformed, preventing the syringe from being used. Incident occurred before use. Picture available in attachments.